Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that there was a concern that the screw placement was off plan. The surgery was a t6-t11 spinal fusion revision surgery. The navigation frame was attached to previously installed rod (unsure if it was attached using the spinous process clamp or revision clamp) during installation of new screws, navigation seemed accurate and no concern was raised. Neuro monitoring was employed during case. No neuro monitoring concerns were raised during procedure. After the new screw placement was completed a post operation spin was completed. The post operation spin showed that the screw placement had deviated from the plan and the expected location. The deviation was noted that all screws had shifted to patient right and that some screws had penetrated the spinal column. The surgeon then requested 2d images be completed by a third party imaging system. With the third party imaging system images, they decided that the screw placement was ac curate to the plan and there was no deviation. It was unclear if this incident is an alleged inaccuracy of the navigation system or the imaging system. There was no reported delay to the procedure. There was no reported impact to the patient.

Manufacturer narrative:
No products have been returned to medtronic for analysis. (B)(4) are applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10/h2: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733686, version: 2.1.0 d9/h2/h3/h6: software analysis determined that there was insufficient information to determine the cause of the behavior. It was noted that frame movement is a common cause but could not be detected. Codes b01, c19 and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.